Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-01497 to provide additional information (including device manufacture date ) based on the evaluation of the returned device. The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was worn and partially separated. The manufacturing history was reviewed, with no irregularities noted. This type of the ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). The instruction manual of the device already cautions; do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation.this will be supplemented if device evaluation becomes available.this report is one of the two reports. Cross reference MFR. Report number 8010047-2016-01496.

Event description:
During a laparoscopic cholecystectomy, three devices was used. After 30 minutes of use, the ptfe pad of the first device was separated. The user exchanged it with the 2nd device of sb-0535fc and continued the procedure. However, the ptfe pad of the 2nd device was separated after 30 minutes of use. The procedure was completed with another sonicbeat. There was no patient injury reported. This MDR is regarding the 2nd one of two devices.